Event description:
The clinic reported two incidents where the blood pump tubing segment cracked during pt treatment, resulting in a blood loss of approximately 200cc for each incident. The clinic confirmed that the patient(s)'s blood tubing was replaced with blood tubing from the same lot number without incident. The clinic also reported that no pt injury occurred, and no medical intervention was necessary. Co was unable to determine if the two incidents affected the same pt, and co was unable to determine the extent to which blood may have been returned to the pt. These same facts apply to MDR no.: 2244060-2000-00004.